Manufacturer narrative:
Batch review performed on 17 june 2019: lot 164455: (B)(4) items manufactured and released on 29 september 2016. Expiration date: 2021-09-15. No anomalies found related to the issue. To date, (B)(4) items of the same lot have been already sold with 1 similar reported event.

Event description:
On (B)(4) 2019 we were alerted of a revision surgery, that was then performed on (B)(6) 2019, 2 years and 2 months after primary surgery, due to infection. Wash out and poly exchange were performed.